Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. The customer's blood glucose level at the time of incident was 400 mg/dl. The customer does not want to troubleshoot on insulin pump and they had a lot food over holiday. The customer stated that insulin pump had blank display and received power loss alarm. It was also reported that customer was able to rewind the insulin pump and was able to clear the alarm. It was stated that insulin pump was recently stored was not in use for an extended period of time or without battery for greater than ten minutes. Insert battery alarm did not displayed on the insulin pump screen. It was also reported that contacts on the battery cap was neither missing nor damaged and battery compartment was neither damaged nor corroded. It was reported that insulin pump turned on and got battery out limit alarm. The customer was advised to monitor insulin pump and advised to put battery and in correct way proceed to battery out limit troubleshooting and they again received insulin pump error. It was unknown whether customer was using auto mode feature on insulin pump at the time of incident. The insulin pump will not be returned for analysis.